Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, a vascular diagnostic procedure was scheduled at the time of event and the procedure was aborted. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. A philips field service engineer (fse) inspected the system onsite and replaced image processing pc(ippc) image disk and hard disk. After replacement of the ippc image disk and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device gave an error indicating the image processing computer's image store was inconsistent, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.